Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during the implant attempt, the physician could not feed the distal end of the 014 guidewire through the tip of the lead. The lead was not used. No patient complications have been reported as a result of this event.